Event description:
It was reported that when the patient presented to the hospital for a follow-up. The device was noted to have external interferences. Moise was reproduced with evocative maneuvers. Programming changes were made. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.